Event description:
Device #2 symptoms/ae: failure to achieve hemostasis. Time of device malfunction: during vessel closure. Device malfunction: none. It was reported that a physician untrained in the use of the perclose a-t device attempted arteriotomy closure of an unspecified calcified vessel after an interventional procedure. Reportedly, after deploying the suture the knot could not be advanced to the artery due to the user discarding the knot pusher. The device was removed and a second perclose a-t was used with the same results. A third perclose a-t device did not deploy correctly reportedly due to calcification. A fourth perclose a-t device the knot did not hold at the puncture site. It was not specified how hemostasis was achieved. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report. (Against IFU): the perclose a-t instructions for use (IFU) state, "the operator should then remove the wire and use the snared knot pusher or suture trimmer to advance and tighten the knot further until complete closure is achieved." Device #1 perclose a-t part# 12337-05, lot# 66007-6h, is being filed under medwatch MFR report number 2953144-2008-01372. Device #3 and #4 perclose a-t's part # 12337-05, lot# 66007-6h are being filed under separate MFR report numbers.